Event description:
It was reported that during a tunica vaginalis testis procedure the tape loosened itself from the needle. There were no pt consequence reported. No product or lot number was saved or recorded. No other info is available.